Event description:
Medtronic received information that this bioprosthetic valve, implanted 4 years was explanted due to thrombus. According to the explanting surgeon, the patient had atrial fibrillation and was not taking coumadin.

Manufacturer narrative:
Evaluation results: other = device history review found the product met specifications when released for distribution. Conclusion = cause of event was attributed to patient condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets are extremely stiff due to host tissue on the outflow. The leaflets were intact on the inflow. All commissures were intact. Remnants of pannus lined the tissue and base stitching of the right and non-coronary cusps extending slightly into the left right inferior coaptive area and 1 to 2 mm onto the right cusp. Moderate to thick glistening off-white pannus was noted along the outflow rail of all cusps extending up and over the left right and right non-coronary stent posts and covered the tops of the commissures. Red thrombotic host tissue filled and stiffened all cusps on the outflow. Radiography showed evidence of trace to moderate mineralization in the host tissue along the sewing ring and cusps. Conclusion: the device history record was reviewed and shows that this valve met all manufacturing specifications for product released to distribution. Reduced performance of the valve was attributed to host to tissue overgrowth. These findings are generally considered a patient related condition.